Event description:
This procedure was performed in (B)(6). Customer stated that during use of closurefast catheter it bended. User took new catheter for treatment. No person injured. The investigation of the non-returned closurefast catheter was performed on (B)(6), 2015. A review of the manufacturing records for lot 551882 revealed that the device was used after the expiration date.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.(B)(4)

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.